Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2308062, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed only the product packaging. The actual device and defect were not visible in the provided photo. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Unfortunately, with no photo of the actual defect the engineer could not determine a definitive root cause for this failure.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract after inserting the IV. The following information was provided by the initial reporter: "needles are not retracting on their 20g insyte autoguards... 4. Was issue being described noted before, or during use? Afrer the IV was inserted when trying to retract the needle for safety, the needle would not retract. 5. Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries? No injury. 6. Was there a delay of, or change in, the course of treatment due to the event? No. 7. What type of procedure is being performed? IV insertion. 8. What medication was used? None."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract after inserting the IV. The following information was provided by the initial reporter: "needles are not retracting on their 20g insyte autoguards. 4. Was issue being described noted before, or during use? After. The IV was inserted when trying to retract the needle for safety, the needle would not retract. 5. Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries? No injury. 6. Was there a delay of, or change in, the course of treatment due to the event? No 7. What type of procedure is being performed? IV insertion 8. What medication was used? None".